Manufacturer narrative:
New information added to the following fields: this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. As a result of checking logs provided by the customer, it was confirmed that error code e228 occurred in the past. However, olympus could not confirm any further from information available in the logs. Error code e228 is displayed when scope communication error occurs. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an e228 (scope communication error) error code when used with the endoeye camera head. The monitor screen turned black for a few seconds. There was no more visibility of the operation field. The issue occurred during a cholecystectomy procedure. There were no reports of patient harm.